Event description:
The customer reported to philips healthcare a low battery message and a failure to charge the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.